Event description:
It was reported that on (B)(6) 213, the patient was taken to the operating room due to loss of effect weeks prior. No problems were found so the physician replaced the catheter. The symptoms reported with loss of effect were increased spasticity. The patient's status at the time of this report was "alive - no injury/no adverse event." The explanted device was discarded. Drug delivered via the device was baclofen. It was later reported that a physician had not heard from the patient, but the physician assumed the patient was doing "ok."

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Prior to the revision, medication was not leaving the pump.